Event description:
(B)(4). Initial report received on (B)(6) 2008, from a hospital's pharmacist. Two cases were reported, see file number (B)(4). On an unspecified date, a physician experienced accidental projection of poly-l-lactic acid (newfill) on himself and also accidental needle stick when he tried to inject poly-l-lactic acid (newfill) to a male patient. The physician explained that he had to perform a marked pression on syringe for injection which led to accidental product projection. No adverse event was reported. Accidental projection of product occurred on patient's skin at the same time (see file number (B)(4)). At the time of this report, outcome is unknown. The pharmacist mentioned that the hospital had changed of syringes and that these events occurred after this change. Further information is awaited. Ptc number is awaited.